Event description:
The pt was implanted with a left ventricular assist device (lvad). The doctor reported that the pt demonstrated 1 watt elevation in power consumption. Past medical history (pmh): lv thrombus, aortic thrombus. G-tube in place, inr goal is 2.5-3.0, however, current inr is 4.0, warfarin held. The pt's white blood count (wbc) has elevated; however, no signs or symptoms of infection at this time. Pt feels great. It was noted that the pt had just completed an exercise regimen and this may potentially be a contributing factor to the wattage elevation.

Manufacturer narrative:
The pt is ongoing and continues on lvad support with no further issues reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.